Event description:
It was reported that (2) al326's were used during an unknown procedure. It was reported by the rep that al326 would not release clips (pulled two). The case was finished with a third al326 and there was no consequence to pt.